Event description:
The below report was received by health authority afssaps (reference number: (B)(4)) on 25-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2019, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), tinnitus ("ringing in the ears"), myalgia ("muscle pain"), arthralgia ("pain in the elbows, knees, and shoulders") and fatigue ("regular fatigue"). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to back pain, tinnitus, myalgia, arthralgia or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 25-may-2022. The most recent information was received on 07-jun-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), tinnitus ("ringing in the ears"), myalgia ("muscle pain"), arthralgia ("pain in the elbows, knees, and shoulders") and fatigue ("regular fatigue"). Essure treatment was not changed. At the time of the report, the back pain, tinnitus, myalgia, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, myalgia and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.